Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 85 mg/dl and 165 mg/dl. Customer was feeling sweaty at the time of the readings. Customer ate a sandwich and felt better in 10 minutes. No adverse event reported. Requested return of suspect device; however, all strips have been used. Replacement was sent.